Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: saline mentor smooth round moderate profile 350cc, catalog number 3501655, serial number (B)(4), lot number 5776625. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation primary with a saline mentor smooth round moderate profile 350cc breast implant and experienced deflation on the right side. Deflation was confirmed by physician during visual exam. As a result, the patient underwent removal on (B)(6) 2018.

Manufacturer narrative:
Additional information received on 12/6/2018 indicated patient race was caucasian. The patient underwent removal and replacement with a saline mentor breast implant. On 12/13/2018, the mentor failure analysis lab received the device for evaluation. Device evaluation summary: upon receipt by mentor, the device returned without fluid. No foreign material was observed within the device or on the shell surface. Mentor product analysis lab discovered an area of missing material measuring approximately 0.6 cm x 0.5 cm and a rent of < 0.1 cm within a crease and an area of shell abrasion on the posterior aspect. Microscopic examination of the edges of the missing material revealed parallel striations. No other anomalies were discovered. The complaint was confirmed since a rupture was found in the device. Microscopic examination revealed parallel striations. This type of striations is more conclusive to sharp instrument damage rather than shell failure due to wear. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).